Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Enduser alleges that sam450p unit will not emit verbal prompts, green status indicator light flashes; non fsca unit.

Manufacturer narrative:
The device history records for the sam 450p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 450p passed ¿out qat from heartsine technologies on the 6th september 2017. On visual inspection, the membrane tail was found to have been incorrectly installed. This resulted in the pins within the j11 connector not correctly aligning with the membrane tail tracks and the on/off button remaining open circuit even when depressed, and therefore failing to operate. This had resulted in the device failing to power on, therefore, no audio prompts were heard, as per the reported fault. The fault was resolved after correctly reinstalling the membrane into the j11 connector. Heartsine records indicate the device had performed to specification throughout testing on the 6th september 2017, this would indicate the membrane tail had made sufficient contact with the j11 pins at that time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved. Enduser alleges that sam450p unit will not emit verbal prompts, green status indicator light flashes; non fsca unit.